Event description:
The canada customer reported,"aspiration/dispense problems. The first of a 5 slide dispense only gets some foam and the other 4 slides are ok. No air bubbles in the lines, stopcock assembly is well connected and no leaks". The field service engineer repaired the instrument by replacing the aspiration and dispense check valve which resolved this malfunction. The customer was able to continue staining once the repair was completed. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.